Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presyncope and oversensing is seen on the atrial lead whenever a ventricular event occurs. It was further reported that noise was seen on the electrogram for the atrial lead and ventricular lead. Additional information noted that the ventricular lead has consistently low impedance in the unipolar setting and high outputs. An insulation breach was noted during a previous device replacement procedure and the surgeon repaired this breach with a repair kit. Since the repair there has been a low impedance warning and oversensing is present. The leads will be replaced and lead sensitivity is programmed high to manage the oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968-25 implantable pacing lead implanted: (B)(6) 2011. (B)(4).